Manufacturer narrative:
As received, a complete lead, with a stylet, was returned in one piece. A stylet could not be fully inserted due to dried blood clogged inside the inner coil at the distal region of the lead. Bunching of the inner coil inside the connector region was found consistent with excessive force during removal of the stuck stylet at the time of the procedure. The cause of the reported event is isolated to the inner coil clogged with dried blood and bunching of the inner coil.

Event description:
During implant, there were difficulties withdrawing the stylet from the lead. The lead was explanted and successfully replaced. The patient was in stable condition.